Event description:
Initial information was received from a consumer on 12-oct-2010: a female consumer of unknown age received treatment with poly-l-lactic acid (sculptra) 5 months ago (indication not specified). She reported that her dentist has noted a lump on the inside of her mouth near the nasal fold above the gum line. She called her physician who told her this happens when you do not massage the area enough after injection. The patient reports that she did massage the area as directed. No medical history or concomitant mediations were reported. No further relevant information was reported.